Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller stated her tremors had returned on (B)(6) 2019. The caller stated she went to the health care professional (hcp) office and he made adjustments and gave her the ability to go up 2 points on the left side and 3 points on the right side. The caller mentioned her left hand was tremoring more. The caller stated she had 2 falls and the hcp said her "connect wasn't quite as good as before". The caller stated the hcp ordered a CT scan and blood test to check the ins and therapy status. During the call stimulation was on and the patient had the ability to change groups. It was unknown if increasing or decreasing the amplitude resolved the issue. The caller stated she changed from 3.8v on the right side to 4.0v, and changed from 1.5v on the left side to 1.6v. The caller stated she would try this setting and follow up if the tremors had not subsided. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that they don't think the tremors have returned. Their fine motor skills and balance, along with one side of their tongue being number have resulted from the surgery. Turning the stimulator off on their left side was proposed for their tongue. The doctor said there was only a slight issue of connectivity after the fall and might not be a result of or have any bearing on their tremor control. No one has had a solution. The doctor's numerous blood tests and cat scan done showed no problem to be adjusted. The patient reports no one was with them at the hospital and being without sleep on the day after surgery, didn't absorb all the directions. They went home the following day and didn't realize they need to be using it. They didn't know what was to transpire and had a beer for lunch and that calmed the tremors and they hadn't been charging. They were told to turn off the left side if their tongue was numb.